Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope digital access and delivery catheter. Reportedly, no part of the spyscope ds device was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.